Manufacturer narrative:
H6: medical device problem code - 1494: off-label use (over 45yrs of age at date of implant). Claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vicm5_12.6; -3.50 diopter implantable collamer lens into the patient's right eye (od) on (B)(6) 2023. The patient experienced excessive vaulting and refractive surprise. Lens remains implanted. The cause of the event was reported as unknown. If additional information is received a supplemental medwatch report will be submitted.

Manufacturer narrative:
B5: per email reply, "patient was seen (B)(6) 2023, evo icl nicely centered. Dryness from surgery has resolved and vision continuing to improved." Claim# (B)(4).

Manufacturer narrative:
B5 - lens was exchanged with a shorter length lens on (B)(6) 2023. Reportedly, "eye very dry. Started tears." Dryness from surgery has resolved and vision continuiing to improved. Claim# (B)(4).